Manufacturer narrative:
.

Event description:
It was reported that the vns patient¿s generator was extruding through the patient¿s skin so the generator was explanted. Attempts for additional relevant information have been unsuccessful to date.